Event description:
The following information was received from (B)(6): the customer (end user) had cancer of the lungs and pancreas. The customer passed away in 2008. The report cites a pleurx drainage kit (B)(4), containing recalled triad sterile alcohol wipes as a possible factor in the patient death. A family member of the deceased patient was referred to contact carefusion.

Manufacturer narrative:
(B)(4). This MDR was previously submitted on (B)(6) 2011 and received by the FDA within the required 30 day reporting time frame bearing the registration number of cardinal health in error due to a reporting software discrepancy (report # 1423537-2011-00058). Carefusion has discussed with and been advised by (B)(6) of the FDA's office of surveillance and biometrics in the (B)(6) on (B)(6) 2011, to resubmit the MDR bearing carefusion's registration number and to include this verbiage within the report, as well as within carefusion's complaint management software. Investigation summary: a sample was not available for further evaluation. Therefore, further analysis could not be performed. The alcohol prep pad is purchased as a finished product from the triad group (legal manufacturer); therefore, there is no internal manipulation in the plant that could result or provoke the reported condition. A probable root cause could not be determined since a sample was not available for further analysis. However, this situation is currently under investigation by the triad group. As a precautionary measure, the triad group has voluntarily recalled all of their alcohol prep pads. A formal supplier corrective action notice was initiated on (B)(6) 2011 in response to this issue. In addition, carefusion has notified the triad group of this complaint in order to properly capture in their post market surveillance system. Carefusion has qualified a new sterile alcohol prep pad from (B)(4) through a formal design control process and is currently using this new product.